Manufacturer narrative:
H4 device manufacture date updated.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was unreliable. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. The data log review shows intermittent decreases in signal not reliable and contrast around the time of the complaint. The root cause of the optical signal issue could not be determined since the pump was not returned and insufficient data logs were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.